Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: two (2) samples and two (2) photos were returned from the customer for investigation. The returned samples were examined using 10x magnification and it was found that both samples have small hooks on the end of the needle tip points. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: bd acknowledges that the returned samples had needle points which had hooks on the tip. As a means of raising awareness to the issue observed by the customer a quality alert will be issued to the associates involved in the production of this material. This alert will be shared at shift startup. Root cause description: after the grinding process the needle came in contact with a hard surface causing the needle point to be bent back into a hook. Rationale: attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 301670, batch no. 9023764. It was reported that before use of the needle ns 25 ga 3/4 in w/o silicone it was found "during incoming visual inspection, 2 out of 125 pieces from bag #13 were found identified with damaged tips." The following information was provided by the initial reporter: I have to report two complaints for issues regarding damaged/bent tips/bent cannula.